Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. The product code is v277h. During the visual inspection of the detached needle, the swage area and the edge were noted with marks probably caused by a surgical instrument. In addition, it was noticed that there were remnants of the suture in the hole. The suture piece was examined, and the extremes were noted to be cut probably caused by a surgical instrument. Beside that body fluids were noted along the strand. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. H3 investigation summary: the product was returned to ethicon for evaluation. Three sealed boxes with thirty-six representative unopened samples and one open box with twenty-three representative unopened samples were received for analysis. Product code v277h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirty-two samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: this combination has been used in the clinic for years and there have never been any problems. It is noticeable that this problem has become more frequent in recent weeks. The contact person was surgical assistant. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown. Additional information has been requested and received. What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op) after piercing the mucous membrane, the needle came loose from the thread.¿ this means intra-op! The procedure have been successfully completed with another combination it was mentioned that "were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes -did the needle fall into the patient? If so, please provide the following information: no, the needle was fixed in the needle holder! -were x-rays taken to locate the needle? No! -was the needle piece removed from the patient during the same procedure? Yes! C. Does the needle remain in the patient¿s tissue? The needle was fixed in the needle holder! D. "What tissue structure is it located? Size of the needle retained? N/a the needle was fixed in the needle holder! E. Are any plans in place to remove the needle piece in future?" Not relevant! -if retained, what is the surgeon's opinion of consequences to the patient? None, since no material remained in the patient! - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The contact person was surgical assistant sabine uhlmann, as already stated in the report! Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a tooth extraction, on (B)(6) 2024 and suture was used. During use, thread to close the mucous membrane. After piercing the mucous membrane, the needle came loose from the thread. The procedure could have been successfully completed with another combination. No reported consequences. Additional information has been requested.